Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Samples from the current production were reviewed and no issues were found. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation to confirm the alleged defect and determine the source, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device failed the pre-use leak test. There was no report of patient involvement.